Manufacturer narrative:
Baxter non-dehp micro-volume extension set (B)(4); therapy date (B)(6) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the infusion set leaked below the filter while connected to a non-bd extension set while connected to a patient's central line and performing a saline flush. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the tubing leaked below the filter was not confirmed. Functional and pressure testing was performed; no leaking or other issues were observed. All components, tubing, and connections of the received primary set were manipulated to check each connection on the set. All connections were intact with no disconnections observed. The root cause of the infusion set leaked below the filter was not identified.